Manufacturer narrative:
It was found in the analysis that visually, there was no significant damage to the packaging carton. The carton contained inserts ((B)(4)) and an open pouch. The pouch was open from 2 of 4 sides and contained both electrodes (green, red/white), packaging tray, and a size 7 emg tube. There were no traces of biological contamination noted on the tube or any other returned component. However , there was an obvious wire bent presence on the tube. The wire (for a blue electrode lead) was bent right in the blue bend area. The tube was inspected and found no punctures on the tube caused by a bent wire. Additionally, the continuity check was performed and electrically, the resistance of each lead shall be between 1.7 ohms and 3.7 ohms and actual measurements were, red (3.2 ohms), red with clear tube (3.4 ohms), blue (3.3 ohms), and blue with clear tube (3.5 ohms), all within specification. Functionally, for further analysis, a syringe was used to inject 20cc of air into the cuff and cuff inflated/deflated with no issues. In the returned condition, there was an out of specification condition that was related to the complaint (due to physical damage). H6: fdm b21, fdr c21, img g04134, and fdc d16 codes no longer apply. Medical safety review was performed regarding the event. Image of the device shows that the bent wire is one of the electrodes that is raised off the blue contact area on the side of the tube, which most likely indicates excessive bending of the tube during preparation. The event and it¿s severity are known and labeled per product risk assessment and instructions for use , which states the following: do not excessively bend the emg tube, particularly at an acute angle (less than 90°). Excessive bending may cause the wire electrodes to protrude through the tube puncturing through the cuff and becoming exposed. This may result in serious injuries where the exposed wire can penetrate the tracheal wall or a vocal cord, or cause cuff deflation which will require reintubation of the patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported steel wire degumming during thyroid surgery and the patient had a sore throat after surgery. During throat surgery when inserting the patient's trachea, black dots were found. After pulling out the endotracheal tube, it was found that the steel wire inside was bent, but the tube should not have been punctured. This situation was discovered during the intubation. The doctor was worried that the guide wire would later penetrate the tube and scratch the patient during the operation. Therefore, after discovering the bend, promptly pulled out the catheter and replaced it with a new endotracheal tube. Because the patient was relatively large, it was difficult to intubate. The intubation was performed twice, the patient was obese and had a narrow trachea, the anesthesiologist did not insert it the first time, but inserted it the second time after the second intubation was completed, it was discovered that there was a problem with the steel wire. At a 30-45-degree angle, the emg tube was bent when preparing for intubation. The tube wasextubated promptly and replaced with a new endotracheal tube. There was no patient injury.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.